Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. The customer's blood glucose level was 126 mg/dl. In addition, the pump shut down unexpectedly. Although requested, customer declined to provide what type of back therapy would be used.